Manufacturer narrative:
A ge oec service rep investigated the issue and the service report is pending. Further info with respect to this issue will be sent when received. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys was reported to produce a white image. A sys reboot would correct the issue.